Manufacturer narrative:
(B)(4). Conclusion: should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a tonsillectomy procedure on (B)(6) 2010 and suture was used. While the surgeon was suturing near the base of the tongue, the needle broke. Fluoroscopy was required to find the needle piece which was removed. There were no adverse patient consequences reported.